Event description:
It was reported by the rep that when the devices were used during a laparoscopically assisted vaginal hysterectomy, they would not staple. The case was completed with another device. There was no consequence to the patient.